Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 300cc saline breast implant, catalog # 3542645, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent removal and replacement with an allergan implant, catalog # 68-300, s/n (B)(4). Device evaluation summary: it was reported that a 49 year old caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal and replacement with an allergan implant, catalog # 68-300, s/n (B)(4) on (B)(6) 2018. During failure analysis, it was determined that the device received by mentor was not the originally reported complaint device. Multiple attempts were made to obtain clarification regarding the origin of the returned device, but none was received. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).